Event description:
On (B)(6) 2010, the reporter/patient's fiance contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying inaccurately low readings. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately 4:00 pm on (B)(6) 2010 (blood glucose readings unknown). On (B)(6) 2010, the reporter claimed that the patient obtained blood glucose results of "88 mg/dl" with a lifescan meter and "416 mg/dl" on another meter, performed more than 30 minutes apart of each other. The cca documented that the patient manages her diabetes with insulin (self adjustor). It is unclear if the alleged issue caused the patient to modify her usual diabetes regiment, but the reporter stated that the patient took an increased dose of an advil pill at 8:00 pm. On an unspecified date and time, the reporter claimed that the patient became "weak, pale, and had difficulty breathing." Based on the information provided, it is unclear if the patient's symptoms occurred before or after the reported issue began. On an unspecified time on (B)(6) 2010, the reporter stated that the patient was in the emergency room (ER). The patient's blood glucose was tested on the ER meter and obtained a result of "307 mg/dl." At 5:00 am on (B)(6) 2010, the reporter stated that the patient was treated with IV fluids and 2 injections (medication names unspecified) during troubleshooting, the cca documented that there was no report of misuse on the subject meter. The cca also determined that the reported blood glucose results were invalid for accuracy comparison because they were taken more than 30 minutes apart of each other. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient obtained inaccurately low readings on the subject meter, reportedly developed symptoms, and received acute medical treatment in the ER for a condition suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.